Manufacturer narrative:
Data correction to device identifier.

Manufacturer narrative:
Data correction to device identifier. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter institution phone number (B)(6). E1: reporter phone number (B)(6).

Event description:
The customer reported that there is a speaker malfunction. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
The device was sent to philips authorized repair facility (rft) for bench for evaluation. The results of functional testing indicate that the speaker produced audible sound. Based on the information available and the testing conducted, the cause of the reported problem was not replicated. The reported problem was not confirmed. Although the speaker was confirmed to be functioning, a replacement device was shipped to the customer to resolve the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.